Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2007. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00292. The same patient is represented in each medwatch.

Manufacturer narrative:
It has been reported that following insertion the patient experienced spasms, nocturia, hematuria, urinary incontinence and urinary frequency. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced spasms, nocturia, hematuria, urinary incontinence and urinary frequency.

Manufacturer narrative:
(B)(4). Corrected information: the patient had a partial hysterectomy concurrently with the mesh implantation. Due to increase in urinary incontinence and pain, the patient had removal/revision surgeries in 2008, (B)(6) 2009, 2010, and (b)(64) 2011. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.